Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. Lens was intraoperatively removed and replaced with a shorter length lens. Problem was resolved. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. Cause of the event was reported as patient related factor; device failed to perform as intended.

Manufacturer narrative:
Claim#(B)(4).

Manufacturer narrative:
Claim# (B)(4).